Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus express2 drug eluting stent over the wire to the tortuous circumflex (cx) artery. The lesion was pre-dilated with a 2.5 maverick balloon at 8 atms. The balloon was deflated and the physician tried to pull the balloon back, but it was stuck inside the stent. The physician kept pulling back and the guide catheter dove into the cx, releasing the balloon. Patient status was satisfactory and the stent remained in position. The patient was discharged the next day. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient; therefore, no direct product analysis is available. The cause of the difficulties experienced during the procedure could not be determined.